Event description:
It was reported that the bd syringe 10ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Xxx received a product quality complaint related to product(s) manufactured at your facility. Based on the complaint information provided within this email notification, please review the below quality records and any applicable retain samples, to support the ongoing investigation. Please complete the below checklist and provide investigation details within 15 days. If additional time is needed to perform the investigation, please provide justification for extension and estimated completion date. Complaint number(s): (B)(4). Product sku: 153239, product lot number: 4190994 & 4193531. Complaint details: "after I spoke to you about the first failed spinal today, I am now emailing to notify you that dr. Xxx had a second failed spinal today. Both were utilizing the medication in the kit. Lot number was the same on both kits. Original report of issue did not include if an injury occurred.¿ additional information provided: 1. Can you please provide an exact date of event in mm-dd-yyyy format? (B)(6) 2025. 2. Two lot numbers, 4190994 and 4193531, were provided. However, in the complaint details it is mentioned that "after I spoke to you about the first failed spinal today, I am now emailing to notify you that dr. (B)(6) had a second failed spinal today. Both were utilizing the medication in the kit. Lot number was the same on both kits. " please confirm if you have experienced the reported issue with both provided lots or just one particular lot. If only one lot is affected, kindly confirm the affected lot number. Please just check both lot numbers as they were apart of the tray.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that were was damage to the plunger; therefore, the reported incident can be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause can be linked to manufacturing. Actions are being put in place to mitigate re-occurrence.

Event description:
No additional information